Manufacturer narrative:
One (1) picture was available for investigation. Samples returned for investigation were received outside its original package in a plastic bag, this was used for investigation of complaint description: missing the oxygen delivery tip. Samples received were visually inspected with un-aided eye, results : it was observed that 5 components were received: two (2) oxygen port caps, two (2) main bodies and one (1) cosmetic cap. No apparent defects are identified. Considering samples received were related to two (2) complete fgs 100/550/000, one (1) cosmetic cap is missing, however due to parts were not received inside the pouch, it is not possible to confirm one cap was missing during packaging at manufacturing. Due to samples received were used outside its original package, it is not possible to confirm missing cap occurred during manufacturing. Awareness meeting for quality inspectors and operators was held in regards defect reported. The root cause could not be determined. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was found to have a missing component (oxygen delivery tip) prior to use. No patient injury was reported.